Event description:
International affiliate reports the tip of the external drainage kits ventricular catheter broke off in the patient's cranium. The tip was removed with forcaps, however,there was a concern regarding the possibilty that the broken portion could have been missed and left behind in the patient's cranium.